Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/10/2020. A manufacturing record evaluation was performed for the finished device lot pg2374, and no non-conformances were identified. Additional h3 investigation summary: one unopened sample of product code vcp358, lot pg2374 was received for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The sutures was dispensed without problem and examined along of the strand, no defects or damaged were observed. A functional test was performed, the pull force and tensile force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance breakage suture or pull off suture needle or pull off suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) and suture was used. The suture broke when it was used to sew during procedure. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.